Manufacturer narrative:
A product investigation was performed. The visual inspection of the returned screwdriver has shown that the hexagonal tip section is partly broken off. There were also strongly damages on the handle visible. The instrument is in very used condition. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were within the specification. Because of the damages on tip the complaint relevant dimensions cannot be checked anymore based on these findings we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a combination between intense use, age (more than 5 years) and a mechanical overload during use did led to breakage of the tip. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Unknown. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #314.050 lot. #7922413. Manufacturing location: (B)(4). Manufacturing date: 13.jun.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on receiving loan set from distributor (B)(4) checked it and found out the screwdriver working part is broken. The broken part was not returned. This complaint involves one part. This report is 1 of 1 for (B)(4).